Manufacturer narrative:
The device was serviced on-site by a field service technician. An alarm log review, service history review, functional testing, and visual inspection were performed. The broken door issue was identified during visual inspection, additionally, a f-67 (supply voltage of cpu circuitry is too low) alarm was discovered during the alarm log review and functional testing. The cause of the f-67 alarm was determined to be caused by the sensor board. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had a broken door. This occurred before use. There was no patient involvement. No additional information is available.